Manufacturer narrative:
(B)(4). Evaluation summary: the rite functional test passed but the rite electrical test failed the ground bond step. The rite test encountered an issue of ground bond failure, with an assignable cause of poor connection at the door frame to door post interface. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.